Event description:
The user facility reported that a needlestick was incurred and that the staff reported that the supply was defective. Different boxes were opened, and the same thing kept happening. The event occurred intra-operative. Additional information was received on (B)(6) 2023: the needle stick event occurred during disposal. The patient was not impact in any way. Aside from simple first-aid, the staff member who incurred the needle stick also went to ER and had blood work drawn. The staff member was familiar with this product. Training and the instructions for use (IFU) was reviewed with the staff member prior to use in the facility. Location of the needle stick was in the left palm.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. (B)(6). The actual sample was not available. Instead, a reference photo from tmc showed a 25g sg3 safety needle connected to a syringe wherein the cannula was observed bending outside of the sheath. It was also not captured by the tooth of the sheath. The wing collar of the sheath was fully locked. The retention samples were visually inspected and confirmed free from defects that will affect activation of the safety sheath such as missing tooth, tooth flash, short shot, flash on the sheath, over or under insertion collar to the hub, sheath-collar fitting, tilted cannula, and damaged parts. The samples were further evaluated for the sheath activation and deactivation functional test wherein all samples passed. We received a total of fifteen (15) complaints from the previous two fiscal years to the present for the same issue where most of the problems are related to usage particularly due to improper activation of the device (not activating with a one-handed technique using the three methods: finger, thumb, and hard surface). Based on the investigation of individual complaints there was no attributable cause noted related to our product and production process. The retention samples were subjected to simulation as per IFU: 1. The safety needles were securely tightened to the syringe with a clockwise twisting motion until resistance was felt. 2. The safety sheath was activated with a one-handed technique using the three methods: finger, thumb, and hard surface. 3. An audible click was heard indicating successful safety activation. Result: the cannula is fully engaged under the lock (sheath tooth). No irregularity or bending of the cannula was encountered during and after sheath activation. The root cause of the complaint could not be identified to be related to our production or process. A review of the product's lot history file revealed no issues that were encountered during the production of the reported lot and the retention samples met the required specifications. Series of visual in-process inspections to detect an abnormality on the sheath that may lead to a problem during sheath activation. The molding condition of the components critical to the safety activation of the product is routinely checked to assure that no defects will be encountered that will lead to sheath activation problems and needle sticks. Similarly, the assembly status of the safety needle such as sheath collar fitting and damaged parts that will affect product function is being confirmed. We advise you to follow the instructions for use (IFU) indicated in the leaflet for the proper usage of sg3 safety needles in which warnings to prevent needle stick, cautions, and precautions are also included. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. 3003902955.